Manufacturer narrative:
This product was reported in error, evaluation of the returned device, both balseals are assembled, not fallen off as originally reported.

Event description:
On 27 feb 2017 upon evaluation of the returned device, both balseals are assembled.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The wire coil fell off the trial.